Manufacturer narrative:
We have not received the device for evaluation. The device was used for ventriculostomy to treat a patient with an obstructive hydrocephalus. The device is not designed or intended for this procedure. As clearly stated in our IFU, the lemaitre single lumen embolectomy catheter is intended only for the removal of arterial emboli and thrombi. Our IFU is also available and provided to the customers in spanish. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints for devices from this lot. There was no injury to the patient as the result of this incident. Another catheter was used to complete the procedure.

Event description:
A (B)(6) years old male patient with obstructive hydrocephalus underwent ventriculostomy procedure using lemaitre embolectomy catheter catalog# 1601-38, lot# slc4326. The physician was unable to remove the catheter from the ventricle, and the catheter was damaged while removing it. So, another catheter was used to complete the procedure.